Event description:
It was reported to patient services on (B)(6) 2011, that this patient had low heart rates and passed out with this device. He also got too close to a motor and did not feel good afterwards. This device was implanted on (B)(6) 2004. And explanted on (B)(6) 2011, for normal battery depletion at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).